Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and no power. Customer indicated that the battery was changed but alarms persist. Customer does not recall any significant events leading to the error. Troubleshooting was done for failed battery and no power errors. Customer's blood glucose was 129-130 mg/dl at the time of incident. Customer was advised to monitor use of the device.